Event description:
It was reported that during the patient's vns implant surgery on (B)(6) 2013, the patient showed signs of bradycardia with the heart rate dropping down to 35 bpm during the first diagnostic test. No cardiac actions/interventions were taken. During the second device diagnostics prior to closing the patient, the patient showed no signs of bradycardia as the heart rate remained normal. Follow-up with a nurse at the surgeon's office revealed that it appears that the patient does not have a medical history of arrhythmia, but she does have a history of neurological problems. The nurse did not know of any causal or external factors intra-operatively that could have resulted in the bradycardia during surgery. Per the operative note, "the lead was connected to the generator and diagnostic test. There was little bradycardia with stimulation" which stopped and the patient responded immediately. The patient was evaluated the week of (B)(6) 2013, and there was no mention of her pulse rate being taken during the follow-up visit. Therefore, the nurse stated that it appears they were not worried about her heart rate after surgery. No additional information was provided.

Event description:
The physician reported that he does not recall which diagnostic test was performed during surgery which resulted in the bradycardia. He reports that he was not told about it. The physician additionally reported that there is no relationship recalled between the bradycardia and vns. He indicated to follow up with the company representative regarding which diagnostic test was performed that resulted in the bradycardia. The representative reported that it was a system diagnostic test which was within normal limits.

Manufacturer narrative:
.